Event description:
Customer reported the unit went into a 'no output' alarm. There was no report of pt involvement.

Manufacturer narrative:
Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the output was found to be high to mfg specs. Further testing was performed and the unit went into a 'no output' alarm. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in mfg processes have greatly reduced these issues. Changes were implemented into the mfg, refurbishing and svc processes in may 1997.